Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that her thermometer had allegedly given a false negative reading on her infant son. The device allegedly gave a reading that was 8.1 degrees f lower than the patients actual temperature. The child was taken to see a pediatrician where a fever of 103.1 f was confirmed. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.